Event description:
The following has been reported: biomed reported: "a unit to be sent out for repair. No patient harm was involved. Alerting "service needed". A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for "service needed" pump alarm. The pump was turned on to replicate the error, it immediately red pump alarmed. The compressor could be heard making a noise of not being able to charge. A known good pneumatic plate was placed in the pump to see if the error continued. The error resolved. The air compressor will be replaced during repair. A mock infusion was attempted but the pump errored with a "tubing set not recognized" message. The pump was reverted and tested through the bring up tool and failed for set ID. The internal inspection of the pump found that the connector on the main pcba (j12) was broken off. Both the fva lip seals and the loading pin lip seals had excessive debris built up on them, they were cleaned with alcohol but will be replaced during repair, along with the main pcba, compressor, and set ID. Once all repairs have been made the pump will be sent to the test line for full functional testing.